Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle cannula breaks off or pulls out before use. This event occurred 5 times. The following information was provided by the initial reporter: the customer noticed the while using the device the "straight needles seem to be snapping off at the base."